Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a long fibrous floating particle in the fluid pathway of the lower chamber. Microscopic inspection revealed that the particle was a bundle of amber fibers approximately 6mm long. Imaging with a polarized light microscope (plm) revealed that the particle was composed of numerous smaller fibers entwined into longer fibers exhibiting incomplete extinction with punctate areas of complete extinction suggestive of paper. A fourier transform infrared (ft-ir) spectrum of the fiber was representative of cellulose. Ft-ir and plm are indicative of paper. The amber entwined fiber morphology suggests the particle is cardboard. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a long thick particle was found in the solution of a 1500ml exactamix bag. This was observed before release to a customer. There was no patient involvement. No additional information is available.